Manufacturer narrative:
The reagent lot number is 709174. The expiration date was requested but not provided. The investigation reviewed the last calibration performed on 16-apr-2024; the results were within specifications. The investigation reviewed the qc recovery; the results were within specifications. The investigation reviewed the alarm trace; there were no issues noted. On the field service engineer's (fse) initial service visit, he inspected the analyzer and found that the customer failed to do maintenance and properly prepare the calibrators. The customer performed maintenance and prepared a new calibrator, qc, and used a new reagent. The calibration performed was successful. On the fse's follow-up service visit, he performed a new calibration using new calibrators and a reagent with successful results. He performed a precision check with successful results. He also found the mixer speed too high and adjusted it to the correct specification. He also replaced the seals and packing on the syringes. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg+b results from an unspecified number of patient samples tested on the cobas e411 rack. The reporter stated that the hcg+b qc level 3 was out and patient samples with initial negative results had positive reruns. The reporter was able to provide one patient sample with discrepant results: the initial result was reported outside of the laboratory. The doctor questioned the result due to a positive home pregnancy test. The initial result was 0.551 miu/ml. The repeat result was 456 miu/ml. The repeat result was deemed correct.